Event description:
The customer reported that during an oophorectomy procedure the ls3112 did not seal tissue successfully. During the seal cycle there were no regrasp alarms. End tones, indicating a completed seal cycle, were heard. There was no patient harm.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.